Manufacturer narrative:
The analyzer serial number was not provided. The investigation was limited due to the unavailability of sample material, quality control data, and calibration data. The issue appears to be sample-related, as the results were near the assay cut-off. Additionally, the confirmatory test was performed using unrecommended reagent volumes. While the ratio of reagents used was acceptable, the reduced volumes may have introduced variability due to potential pipetting inaccuracies. A definitive root cause for the reported event could not be determined based on the available information. The case was resolved locally and escalated for documentation purposes only.

Event description:
The initial reporter alleged discrepant results with the hbsag confirmatory elecsys cobas e v2 assay. The patient had a history of slightly positive hbsag ii results and negative or slightly positive hbsag confirmatory test results in prior years. On (B)(6)2022, the patient sample was tested for hbsag ii, yielding the following results: run 1: 1.16 coi; run 2 (after centrifugation): 1.16 coi; run 3: 1.28 coi; run 4 (using a new blood collection tube): 1.18 coi; and run 5: 1.22 coi. All results were repeatedly reactive. The customer performed hbsag confirmatory testing using a new reagent lot. The confirmatory test results were as follows: positive control plus confirmatory reagent (c): 0.49 coi; positive control plus comparator reagent (d): 3.76 coi. The calculated ratio (c/d*100) was 13.0%, which confirmed the sample as positive. However, the customer used 180 l + 20 l instead of the recommended 270 l + 30 l volumes for the confirmatory test. Despite the confirmed positive result, the customer reported the sample as negative based on results from an outsourced laboratory. No new blood sample could be collected from the patient.